Manufacturer narrative:
This report is submitted on april 03, 2023.

Event description:
Per the clinic, the patient experienced an infection at the wound site (specific date not reported). Subsequently, the patient was treated with an IV antibiotic (specific date and duration not reported) however, symptoms did not resolve. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.